Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton that during transport (brusk movements in specific) the ventilator device booted by itself and opened menus without any interference from the staff. The customer has discovered a small crack on the display. Whether alarms were triggered was not reported. No device log files were provided to hamilton. There is patient involvement reported. There is no need for any medical intervention reported. The ventilator device was directly taken out of service. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: .the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event when the ventilator was used. This record contains information on patient involvement. The phenomenon appeared during standby as well as during ventilation. Neither harm to patient, user or third party nor a treatment delay was reported. No harm or consequences to the patient. However, if this issue occurred during ventilation, this could be critical. This is considered as reportable. The root cause was attributed to an external damage of front display (pn 10101031 display front nfc) and front panel board (msp161514 frontpanel board t1). This was most likely due to the exposure to harsh transport conditions in helicopter and ambulance during its intended use. The correction consisted in the hardware exchange of the frontpanel board t1 (msp161514, per rga 92985) and the front display (pn 10101031 display front nfc) per local part exchange. As there were no (0) similar cases for a hamilton-t1 device on record, a CAPA will not need to be initiated. Nevertheless, the failures of devices in the market are monitored constantly and if the failure rate was to increase, a CAPA will be considered.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4) . Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton that during transport (brusk movements in specific) the ventilator device booted by itself and opened menus without any interference from the staff. The customer has discovered a small crack on the display. Whether alarms were triggered was not reported. No device log files were provided to hamilton. There is patient involvement reported. There is no need for any medical intervention reported. The ventilator device was directly taken out of service. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - investigation conclusion. A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event when the ventilator was used. This record contains information on patient involvement. The phenomenon appeared during standby as well as during ventilation. Neither harm to patient, user or third party nor a treatment delay was reported. No harm or consequences to the patient. However, if this issue occurred during ventilation, this could be critical. This is considered as reportable. The root cause was attributed to an external damage of front display (pn 10101031 display front nfc) and front panel board (B)(6) front panel board t1). This was most likely due to the exposure to harsh transport conditions in helicopter and ambulance during its intended use. The correction consisted in the hardware exchange of the front panel board t1 (B)(6), per rga 92985) and the front display (pn 10101031 display front nfc) per local part exchange. As there were no (0) similar cases for a hamilton-t1 device on record, a CAPA will not need to be initiated. Nevertheless, the failures of devices in the market are monitored constantly and if the failure rate was to increase, a CAPA will be considered. Hamilton medical ag complaint number: cer (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton that during transport (brusk movements in specific) the ventilator device booted by itself and opened menus without any interference from the staff. The customer has discovered a small crack on the display. Whether alarms were triggered was not reported. No device log files were provided to hamilton. There is patient involvement reported. There is no need for any medical intervention reported. The ventilator device was directly taken out of service. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.